Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000194, h3: a medtronic representative went to the site to test the equipment. Testing revealed that the 2d button on the handswitch was not working. The handswitch was replaced. The imaging system then passed the system checkout and was found to be fully functional. H6: b01, c07 and d02 apply to the system checkout. B17, c20 and d15 apply to the concomitant product. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the handswitch was damaged the 2d button was not working. Troubleshooting was performed and only the 2d button was not working. The other button were working. The pedal was working for 2d. The probable cause of the reported issue was that the site could hear a noise of a broken piece inside the handswitch meaning it had been dropped on the ground. The site has a spare handswitch that they can use. There was no reported delay to the procedure. No reported impact to the patient.